Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm every 5thday, discontinued) and fortum injection (1gm daily, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.